Event description:
It was reported the patient had a loss of therapeutic effect following the most recent programming session. The patient's symptoms were reported as ambulation changes, neurological deficit of akinesia, and speech changes. The patient's device was reprogrammed and the patient experienced improved motor function. The patient recovered without sequela. Please see MFR. Report #600015320082378.